Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead had an increased capture threshold and decreased sensing. There was also a loss of capture noted. Diagnostic imaging revealed that the rv lead had dislodged. During the replacement procedure, the helix was unable to extend from the original rv lead; the lead was explanted and replaced and the patient was stable with no consequences.